Event description:
It was reported that while using bd epicenter¿ data management system, result for some blood cultures were positive and changed to negative, no patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: date received by manufacturer: 13-mar-2026. After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 1119779-2025-05000 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ data management system, result for some blood cultures were positive and changed to negative, no patient impact reported.